Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to attempting to implant the right ventricular lead, the lead was -exercised- by testing the extension and retraction of the lead helix. Upon placing the lead, the lead exhibited high impedance measurements. An echo was performed which revealed no anomalies. The physician elected to no longer use the lead and replace it. The patient was noted to have a slight decrease in blood pressure during the procedure. The procedure was completed successfully.